Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, vomiting, rash and body mass index normal. Previously administered products included for an unreported indication: mirena and depo shots. Concurrent conditions included hirsutism, body hair increased, polycystic ovaries, spotting vaginal, ear ache, dizziness, feeling unwell, ear pain, dyspnea, shortness of breath, abdominal pain, menometrorrhagia, endometrial polyp, endometrial curettage, menorrhagia, irregular periods, painful intercourse, weight gain, irregular periods, dyspareunia, vaginal bleeding, libido decreased, fever, chills, sweaty, weight loss, dysuria, hematuria and diarrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), ovarian cyst ("ovarian cysts"), nausea ("nausea"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight fluctuation ("weight gain/ loss"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (d&c with partial removal of essure device, hysterectomy, dilation and curettage and total hysterectomy with bilateral salpingectomy/ dilation and curettage with partial essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, ovarian cyst, nausea, abdominal distension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, alopecia, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. A sonohysterography catheter was inserted through the endocervical canal into the endometrial cavity without difficulty. Normal tubal ostia bilaterally with three coils present on the right, four coils the left after placement and deployment. She did not claim that essure worsened a previously existing injury/condition current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure coils and full occlusion of both tubes / total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain lower, nausea. Most recent follow-up information incorporated above includes: on 9-apr-2019: plaintiff fact sheet received. Patient demographic information updated. Events: abnormal bleeding vaginal, menorrhagia, hormonal changes, apareunia (inability to have sexual intercourse), bladder disorder, urinary tract disorder, migraines, headaches, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (uterus)/ migration of essure device location of device: uterus, weight gain/ loss, hair loss, vaginal discharge were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, vomiting, rash and body mass index normal. Previously administered products included for an unreported indication: mirena and depo shots. Concurrent conditions included hirsutism, body hair increased, polycystic ovaries, spotting vaginal, ear ache, dizziness, feeling unwell, ear pain, dyspnea, shortness of breath, abdominal pain, menometrorrhagia, endometrial polyp, endometrial curettage, menorrhagia, irregular periods, painful intercourse, weight gain, irregular periods, dyspareunia, vaginal bleeding, libido decreased, fever, chills, sweaty, weight loss, dysuria, hematuria and diarrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), ovarian cyst ("ovarian cysts"), nausea ("nausea"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), weight fluctuation ("weight gain/ loss"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ( total hysterectomy with bilateral salpingectomy/ dilation and curettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, ovarian cyst, nausea, abdominal distension, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, alopecia, vaginal discharge and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. A sonohysterography catheter was inserted through the endocervical canal into the endometrial cavity without difficulty. Normal tubal ostia bilaterally with three coils present on the right, four coils the left after placement and deployment. She did not claim that essure worsened a previously existing injury/condition current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure coils and full occlusion of both tubes / total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain lower, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia, vomiting and rash. Concurrent conditions included hirsutism, body hair increased, polycystic ovaries, per vaginal bleeding, ear ache, dizziness, feeling unwell, ear pain, dyspnea, shortness of breath, abdominal pain, menometrorrhagia, endometrial polyp, endometrial curettage, menorrhagia, irregular periods, painful intercourse, weight gain, irregular periods, dyspareunia, vaginal bleeding, libido decreased, fever, chills, sweaty, weight loss, dysuria, hematuria and diarrhea. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), ovarian cyst ("ovarian cysts"), nausea ("nausea") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and surgery (dilation and curettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, ovarian cyst, nausea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, nausea, ovarian cyst and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. A sonohysterography catheter was inserted through the endocervical canal into the endometrial cavity without difficulty. Normal tubal ostia bilaterally with three coils present on the right, four coils the left after placement and deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure coils and full occlusion of both tubes then total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain lower, nausea. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet and medical records received: case category changed to incident. Concomitant disease, historical condition, date of removal were added. Plaintiff name, lab data were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.